Event description:
It was reported by the customer that on (B)(6) 2010 the patient was bleeding and coagulation was ineffective to stop the bleeding. The customer used a resectoscope to stop the bleeding and then reverted back to the greenlight hps procedure at which time the customer experienced that the fiber timed out at 29,707 joules.